Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and red cell hang up was observed. Poor clot formation was not observed. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues for lot: 2237418. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. The complaint history review revealed no other complaints identified for this issue on lot#: 2145299 and 2143892; no trend was found on this lot number. Based on a review of the device history record for the incident lot#'s, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up based on the trend identified and the photos provided. A corrective and preventive action was created to address the issue on lot#: 2237418. A root cause for lot#: 2145299 and 2143892 was unable to be determined and is not included in the corrective and preventive actions. Poor clot formation was unable to be confirmed from the photos provided.

Event description:
It was reported that during use with 3 lots of bd vacutainer® sst¿ ii advance plus blood collection tubes there was red cell hang up and insufficient clot activator additive in tubes. The following information was provided by the initial reporter, translated from french to english: blood clotting problem. The clot takes a very long time to form properly. After centrifugation, there are deposits on the walls of the tubes at the level of the serum.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2143892. Medical device expiration date: 30-nov-2023. Device manufacture date: 23-may-2022. Medical device lot #: 2145299. Medical device expiration date: 30-nov-2023. Device manufacture date: 25-may-2022. Medical device lot #: 2237418. Medical device expiration date: 29-feb-2024. Device manufacture date: 25-aug-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 3 lots of bd vacutainer® sst¿ ii advance plus blood collection tubes there was red cell hang up and insufficient clot activator additive in tubes. The following information was provided by the initial reporter, translated from french to english: blood clotting problem. The clot takes a very long time to form properly. After centrifugation, there are deposits on the walls of the tubes at the level of the serum.